Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and a high blood glucose (bg) level ,bg value not provided, resulting in a hospitalization. No additional information was provided on the type of treatment received at the hospital, length of hospital stay, or the patient's condition. Reportedly, the customer skips the air removal step when filling cartridges and does not change infusion sites. The customer was educated on proper load technique. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: always remove all air bubbles from the cartridge before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the system takes space where insulin should be and can affect insulin delivery. Per tandem's user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Wash your hands with anti-bacterial soap before handling the infusion set and thoroughly clean the insertion site on your body to avoid infection. H3 other text : device not returned.